Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported two issues via phone call. He mentioned that the battery life on his insulin pump was often less than a week, sometimes only four to five days. The customer had already called in that information. He was shipped a new battery cap a few months ago but the battery longevity issues persisted. Additionally, he received a no delivery alarm yesterday during basal delivery. His blood glucose at the time of incident was 210 mg/dl. The patient changed out the reservoir and the pump functioned as designed. He did not keep the reservoir. Troubleshooting could not occur due to the no delivery being a past event. No products were shipped or returned.